Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented for an atrial lead replacement. The physician attempted to place the lead but was unable to insert the stylet. The physician opted to use another lead. The patient was in stable condition.